Event description:
It was reported that the user experienced hyperglycemia while performing a factory reset, with blood glucose reaching 320 mg/dl for approximately 30 minutes before trending down to 156 mg/dl after automated corrections were allowed to proceed. Investigation included user education on allowing the algorithm to correct glucose. Further investigation of this case revealed no device malfunction reported and a return to target range following algorithm-driven correction. There were no reported clinical symptoms associated with the elevated glucose. Outcomes included no reported injury, no medical intervention and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after continued use of the system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.